Event description:
It was reported that the left cylinder of this inflatable penile prosthesis (ipp) migrated and had a bulge in the center. The ipp was explanted. There were no patient complications reported.